Manufacturer narrative:
It was indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed. Detailed product information was not provided to bsc. This was not available in the voluntary report medwatch. Because the product is unknown, we are unable to provide the complete unique identifier (UDI) and other specific product information. If additional details become available, a supplemental report will be submitted.

Event description:
It was reported that a versacross fixed sheath was selected for use. A great vessel perforation occurred which required medical intervention. The patient was admitted to an intensive care unit. The device is not expected to be returned for analysis. Medwatch report#: mw5167164.

Manufacturer narrative:
Correction to the initial MDR in block(s) describe event or problem (b5), in section b - adverse event/product prob and related report number (h10), in section h - device manufacturers only. It was indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed. Detailed product information was not provided to bsc. This was not available in the voluntary report medwatch. Because the product is unknown, we are unable to provide the complete unique identifier (UDI) and other specific product information. If additional details become available, a supplemental report will be submitted.

Event description:
It was reported that during an unknown procedure, a versacross fixed sheath and a versacross steerable sheath was selected for use. A great vessel perforation occurred which required medical intervention. The patient was admitted to an intensive care unit. The device is not expected to be returned for analysis. Medwatch report # mw5167165.